Manufacturer narrative:
The investigation did not identify any malfunction of the lift or the sling. The near fall was likely related to the patient¿s physical condition- specifically the inability to bear weight. One of the potential contributing factors initially considered based on product knowledge was improper foot placement on the footplate. Although it is known that the patient was wearing only socks, the instruction for use for sara 3000 (IFU, kkx81010m) does not specify any mandatory footwear requirements, and there is no allegation or documentation indicating incorrect foot placement during the transfer. Therefore, this factor can be excluded. The leg strap was not used during the transfer; however, according to the instructions for use, the leg strap is optional and serves only to help keep the patient¿s legs close to the leg support. It does not ensure the patient¿s overall stability on the lift, and therefore the absence of the leg strap is unlikely to have been the determining factor. The patient¿s physical condition appears to be the most relevant factor influencing this event. The IFU advises that the caregiver should always consider the patient¿s medical condition and physical and mental capabilities before use. According to the customer, based on the arjo mobility gallery, the patient corresponds to mobility category d, meaning that the patient requires full assistance with care and transfers and cannot stand or bear their own weight. The IFU for the sara 3000 and the IFU for walking slings (04.sw.00-int1-a) clearly state that the patient must be able to bear weight on at least one leg and have some trunk stability. If the patient does not meet these criteria, alternative equipment should be used. Based on the available information, it can be concluded that the equipment used was not appropriate for the patient¿s mobility level. Additionally, according to the customer, the employee involved had not received any training on the device and mobilized the resident with the sara 3000 on her own initiative. This is inconsistent with the instructions for use, which explicitly state that "sara 3000 shall always be handled by a trained caregiver, continuously attending to the patient/resident and in accordance with the instructions outlined in the instruction for use." Given these findings, the root cause of the event is classified as use error due to both the incorrect selection of equipment for the patient¿s mobility level and the lack of required user training. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint decided to be reportable due to the patient's near fall and sustained serious injury. The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that during the mobilization of the resident into a multifunctional wheelchair using arjo sara 3000 floor lift and arjo sara flex standing sling, the resident almost slipped out of the sling. The nursing assistant performing the transfer called other staff members for help. When staff arrived, the resident was observed holding the hand grips and hanging in the sling; the sling buckles were closed and secure, and the resident¿s knees were positioned on the footplate. Facility staff intervened and returned the resident to bed. Later the same morning, the patient reported increasing pain in the left arm and shoulder. Then was referred to a surgical clinic, where a left-shoulder dislocation was diagnosed and reduced.